Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
An implant card was received for a patient¿s full system re-implant surgery. The patient had been explanted due to a serious infection requiring debridement and antibiotics. The patient had stayed outside and went camping with their family, and would scratch at the site. Additionally, the patient has gddt immunodeficiency. The device history records were reviewed for the generator and lead. The devices were sterilized prior to distribution, and there were no unresolved non-conformances. No further relevant information has been received to date.